Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 02:53:15. During night drain cycle seven, the patient's ultrafiltration reading was 2270ml, indicating the patient drained 2270ml more than their maximum programmed fill volume of 2000ml. No additional information is available.